Manufacturer narrative:
The device was tested on return to the manufacturer. Failed mode confirmed. On internal inspection, a green sensor wire had snapped off the solder bucket. The root cause was determined to be due to failed solder joints.

Event description:
It was reported that the the bubble detector triggered after the user had finished priming. As no air was visible, this was treated as a false positive. There was no harm to the patient involved. We consider incorrect measurement from bubble sensor to be reportable.